Event description:
A leg angiogram was being performed on an (B)(6) male patient. The distal tip of the sheath became separated from the main sheath; however, remaining connected via the stainless steel braiding. The patient was sent to vascular surgery to remove the distal tip of the sheath that became separated.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
A review of the complaint history, instructions for use IFU), manufacturing instructions (mi), drawings, quality control (qc), documentation, dimensional verification and a visual inspection of the returned product was conducted during investigation. The visual examination confirmed the sheath had separated and that the edges at the separation appeared smooth, with little deformation. It was reported that the patient's anatomy was extremely calcified. The provided instructions for use states the warning- "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." And also states the precaution "do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." Per quality control instruction, it is ensured that there is no coil separation or breakage and that the material is free from surface defects, bumps, bulges, and protruding coils. If applicable, there is also verification that there's a good bond melt. Design verification has confirmed sheath strength per iso. Based on the information provided, the visual inspection and dimensional verification, it appears the sheath separated at a bond location without material transfer, suggesting an inadequate bond. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Per the risk assessment, with the addition of this event there is insufficient risk to require any further action at this time.

Event description:
A leg angiogram was being performed on an (B)(6) year old male patient with extremely calcified anatomy. The distal ttp of the sheath became separated from the main sheath, however, remaining connected via the stainless steel braiding. The patient was sent to vascular surgery to remove the distal tip of the sheath that became separated.